Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up after an atrial sensitivity safety margin alert for decreased pulse amplitude, decreased sensing and an increase in capture were observed. In addition, pectoral muscle stimulation was reported. X-ray imaging was performed and no lead damage was found on all three non-sjm leads. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of muscle stimulation and sensing anomaly was not confirmed. The device was programmed to bipolar mode in the field. Visual inspection on the septum, setscrew and contact spring did not find any anomaly that could contribute to the problem experienced from the field. An analysis was performed, including thermal and mechanical testing of the device with no anomalies observed. Sensitivity and capture test were performed on all channels and they were able to sense and capture appropriately. All three outputs were monitored and output waveforms were normal. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.